Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding an unknown patient. It was reported that during the procedure, the lead cap in the kit was not working properly as the set screw on the cap was not securing the lead; a new lead was opened and used. There was no known impact or consequence to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from a manufacturers¿ representative who reported that they used a new setscrew cap and sent the other back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.